Event description:
A customer had a "high" blood glucose (>500mg/dl) and "required medical attention and was hospitalized". The customer's mother stated the "pod was not working". The customer placed the pod on sometime during (B)(6) 2011 and wore the device between 24 and 36 hours. On (B)(6) 2011, he "was fine until bedtime." At 9:45pm, his blood glucose was 168mg/dl and he fell asleep. He took "many trips to bathroom and did not tell his mom and woke up feeling sick." At 8:23am, the next morning, the pdm read "high" so he injected 4.6 units of insulin. About one hour later, his blood glucose was still "high" so he took a 1.5 unit bolus dose of insulin. Over the phone, his hcp advised to remove the device and go to the ER. No further info was provided on the hospitalization. No product was returned for eval.

Manufacturer narrative:
No product was returned for eval, we are therefore unable to determine any malfunction or defect that would have caused or contributed to the customer's "high" blood glucose. We don't know what basal settings the customer had pre-programmed during the right to determine if his setting were perhaps a contributing factor to his "high" blood glucose, but the omnipod's user guide does stress the importance of initializing the system and making changes to the settings as needed with the guidance of a healthcare provider. The user guide states "do not use the omnipod insulin management system until you have been trained by your healthcare provider. He or she will initialize the system based on your individual needs. Inadequate training or improper setup could put your health and safety at risk." The lot was reviewed and passed all acceptance criteria.